Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with introducer, pusher, and implant; the coil was noted to be detached from the pusher and stuck to the label on the dispenser hoop. Thew as noted to be stretched near the proximal end and the mid portion of the implant. The tie knot area of the implant was damaged, with the knot pulled into the lumen of the coil and overlapped. There was no observable monofilament tip at the proximal tip of the marker band. The stretch resistant monofilament was noted to still be intact in the implant. The majority of the strain relief was missing, and the heater coil was noted to be damaged; however, the remaining green lead wire seems to contain some burn damage. The attachment monofilament was retrieved from the pusher. The monofilament tip was flat, and was found rebounded around 300mm proximal from the distal tip. The rest of the pusher did not contain any notable damages. There were no other notable observations. Based on the available information and evaluation of the returned device, the complaint can be confirmed. The root cause cannot be determined. The device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications; however, there were burn marks at the distal tip of the pusher, which is indicative of a thermal detachment with a v-grip controller. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure, the coil detached in the microcatheter. The coil was removed in its entirety from the patient. There was no reported intervention or patient injury. The patient is reported to be fine.